Manufacturer narrative:
The pump received with no button response at esc, act, up and down due to unlocked keypad connector during visual inspection. The pump also had a minor scratched lcd window, broken battery tube threads, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump got damaged. The customer stated that crack at battery compartment. The customer's blood glucose was unknown. The product was returned for analysis.